Manufacturer narrative:
The returned device was evaluated and corrosion was observed on all three batteries and the chassis. The batteries measured to have lower than expected voltage, and the pod was connected to a power supply in order to download the data. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. Due to the corrosion, a leak test was performed, no leaks or tears were observed. The cause of the internal corrosion observed could not be determined. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Once at then hospital emergency room the patient was treated wit intravenous fluids. The patient reports after treatment their blood glucose level read high (>400 mg/dl). The patient was treated with a manual pen injection of 3 units of insulin. The patient reports 30 minutes after leaving the emergency room their blood glucose level was 291 mg/dl,.